Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of guidewire tip detachment, exposing the metal core wire tip. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was partially detached and peeled. The distal tip was partially detached approximately 1cm from the distal end of the device, and the peeling was located approximately 3.5-4cm from the distal end of the device. The corewire was thus exposed in two sections, however, the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was found to be within specification. The returned unit was consistent with the complaint that the distal tip was partially detached and peeled, exposing the corewire. The available information fails to indicate a definite or probable root cause for this event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of three devices that were used on the same patient but on different procedures. Manufacturer report # 3005099803-2014-00538 captures the first nasobiliary tube w/ jagwire while #3005099803-2014-00844 captures the second nasobiliary tube w/ jagwire, report # 3005099803-2014-00801 captures the flexima biliary stent. It was reported to boston scientific corporation that a nasobiliary tube w/ jagwire was used in the patient¿s bile duct on (B)(6) 2014 (subject of report #3005099803-2014-00844). According to the complainant, the patient had mild jaundice as a result of a severe stricture in the middle bile duct due to bile duct cancer. The anatomy was severely tortuous, and the lesion was not dilated prior to the procedure. An intrahepatic cholangiography was not available and the physician elected not to perform a ptcd. On (B)(6) 2014, the flexima biliary stent (report # 3005099803-2014-00801) that was implanted on (B)(6) 2014, was found to be dislodged. Therefore, the flexima stent was removed and a second nasobiliary tube w/ jagwire (subject of report #3005099803-2014-00844) was implanted. During the procedure while the nasobiliary catheter was being pushed over the guidewire, the distal coating of the jagwire peeled and detached into the bile duct. The metal corewire was exposed. No attempts were made to retrieve the detached fragment, as the physician decided to leave the detached fragments to pass naturally. According to the physician, since the patient has bile duct cancer the life expectancy was not long. The procedure was completed with this device. There were no patient complications reported as a result of this event. Additional information on (B)(6) 2014, stent replacement procedure (enbd tube to ebd tube) was performed. When the enbd tube was removed, the detached coating fragment did not move at all. The coating fragment might be remaining at the cystic duct, instead of the bile duct, but this could not be confirmed. The physician has no plan to do additional treatment to remove the remaining fragment.

Event description:
Note: this report pertains to one of three devices that were used on the same patient but on different procedures. Manufacturer report # 3005099803-2014-00538 captures the first nasobiliary tube w/ jagwire while #3005099803-2014-00844 captures the second nasobiliary tube w/ jagwire, report # 3005099803-2014-00801 captures the flexima biliary stent. It was reported to boston scientific corporation that a nasobiliary tube w/ jagwire was used in the patient's bile duct on (B)(6) 2014 (subject of report #3005099803-2014-00844). According to the complainant, the patient had mild jaundice as a result of a severe stricture in the middle bile duct due to bile duct cancer. The anatomy was severely tortuous, and the lesion was not dilated prior to the procedure. An intrahepatic cholangiography was not available and the physician elected not to perform a ptcd. On (B)(6) 2014, the flexima biliary stent (report # 3005099803-2014-00801) that was implanted on (B)(6) 2014, was found to be dislodged. Therefore, the flexima stent was removed and a second nasobiliary tube w/ jagwire (subject of report #3005099803-2014-00844) was implanted. During the procedure while the nasobiliary catheter was being pushed over the guidewire, the distal coating of the jagwire peeled and detached into the bile duct. The metal corewire was exposed. No attempts were made to retrieve the detached fragment, as the physician decided to leave the detached fragments to pass naturally. According to the physician, since the patient has bile duct cancer the life expectancy was not long. The procedure was completed with this device. There were no patient complications reported as a result of this event. Additional information: on (B)(6) 2014, stent replacement procedure (enbd tube to ebd tube) was performed. When the enbd tube was removed, the detached coating fragment did not move at all. The coating fragment might be remaining at the cystic duct, instead of the bile duct, but this could not be confirmed. The physician has no plan to do additional treatment to remove the remaining fragment.

Event description:
Note: this report pertains to one of three devices that were used on the same patient but on different procedures. Manufacturer report # 3005099803-2014-00538 captures the first nasobiliary tube w/ jagwire while #3005099803-2014-00844 captures the second nasobiliary tube w/ jagwire, report # 3005099803-2014-00801 captures the flexima biliary stent. It was reported to boston scientific corporation that a nasobiliary tube w/ jagwire was used in the patient¿s bile duct on (B)(6) 2014 (subject of report #3005099803-2014-00844). According to the complainant, the patient had mild jaundice as a result of a severe stricture in the middle bile duct due to bile duct cancer. The anatomy was severely tortuous, and the lesion was not dilated prior to the procedure. An intrahepatic cholangiography was not available and the physician elected not to perform a ptcd. On (B)(6) 2014, the flexima biliary stent (report # 3005099803-2014-00801) that was implanted on (B)(6) 2014, was found to be dislodged. Therefore, the flexima stent was removed and a second nasobiliary tube w/ jagwire (subject of report #3005099803-2014-00844) was implanted. During the procedure while the nasobiliary catheter was being pushed over the guidewire, the distal coating of the jagwire peeled and detached into the bile duct. The metal corewire was exposed. No attempts were made to retrieve the detached fragment, as the physician decided to leave the detached fragments to pass naturally. According to the physician, since the patient has bile duct cancer the life expectancy was not long. The procedure was completed with this device. There were no patient complications reported as a result of this event.